Event description:
The patient underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine and bupivicaine for non-malignant pain. The patient underwent explantation of the pump in 2001 due to "battery depletion". The device was returned to the manufacturer for analysis. The patient did not undergo implantation of another pump. The patient also had a neurostimulation system implanted for pain.